Event description:
Dialysis nurse noted blood coming from a small pin point hole in tubing of blue port of dialysis catheter. The dialysis catheter (mahurkar 12fr x 13cm) was removed (B) (6) 2010). She mentioned she experienced the exact same thing at another facility within the past few weeks.